Event description:
The staples did not form properly causing excessive bleeding in the lung. The patient was transfused. The patient was in stable condition after surgery. Procedure: pulmonary resection.